Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2024 and forwarded to (B)(6) medical products, llc on (B)(6) 2024. The patient reported receiving an alarm for "cassette depleted" even though she had changed her cassette earlier that day. After unsuccessful troubleshooting with her pump, she switched to her back-up pump and resumed therapy. The patient later reported the back-up pump alarmed "cassette depleted" and she was out of medication. The patient went to the hospital to receive IV remodulin. No components associated with the reported event have been made available to the manufacturer for further evaluation despite multiple requests. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.